Manufacturer narrative:
The device, which was not used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. Visual assessment of the device showed the on/off button is damaged, the stand by button and adapter assembly are worn. This failure is caused by wear from use. There was no evidence that the product didn¿t meet specifications at the time of manufacture. No manufacturing related defects were observed.

Event description:
It was reported that the light source had no power. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.